Event description:
Hill-rom received a report from the account stating the bed exit would work. The bed was located in 6n. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the nursing staff was not putting up the head siderails when trying to set the bed exit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician inserviced the nursing staff on how to properly set the bed exit alarm to resolve the issue. Based on this info no further action is required.